Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50e, serial #: (B)(4), description: trial linear st lead, 50cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the trial patient was experiencing pain and had infection for an unknown cause. It was noted that the patient¿s surgical site was tender and the physician noticed a red harder to the touch and irritated spot at the needle insertion site. It was also noted that the suture holding the lead to the skin had been ripped, so this factored into the irritation and the patient was also having an elevated blood pressure. Antibiotics were prescribed. The patient underwent a lead explant and surgery procedure wherein drainage tube was placed after the procedure and the tube was later on explanted.